Manufacturer narrative:
Additional information received on 20 may 2016 and includes: the revision surgery was performed successfully on (B)(6) 2016, as planned. On 16 june 2016, it was communicated that the explants have been thrown out not. Available

Manufacturer narrative:
The revision surgery will be performed on (B)(6) 2016. On 29 april 2016 the medical affairs director performed a clinical evaluation and commented as follows: acetabular revision of tha 10 years after primary in a low-bmi patient with fracture on contralateral leg. Reportedly, the replaced hip makes his limb too short and therefore not stable. Leg length discrepancy is hardly seen in this one radiograph and instability cannot be assessed. I see no reason to think that the instability is due to a device problem: orientation of the components seems correct, the femoral stem looks stable and well fixed. Possibly muscular or capsular deficiency or the influence of the contralateral fractured limb ina behavioural anomaly may contribute to the instability. Batch review performed on 29 april 2016. (B)(4). Not yet explanted.

Event description:
Acetabular revision planned for instability of the hip (too short despite head xxl).

Manufacturer narrative:
On 30 june 2016 it was prepared a final report with the information already submitted in the previous reports.on 01 july 2016 the report was sent to the initial reporter and the case was closed.